Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the pain was at the battery. No steps were taken to resolve the issue. There were no plans made to remove the device. The reported issues were not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient reported their stimulation was not working and not holding a charge. They would like to get the device removed as it was causing pain and the pain was getting worse. The patient stated that they were not sure who their doctor was for stimulation. There were no further complications reported.